Event description:
It was reported that the camera head had a blurry image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rubber boot detached from the charged coupled device assembly, failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry (no problem detected), rubber boot detached from the charged coupled device assembly and failed the leak test (cause traced to component failure) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.